Event description:
According to the reporter, post operatively, after 24 hours the patient had bleeding observed directly from the device seal. The surgeon stated the seals seemed to take longer than usual to get the end tone. He didn't feel the tissue was especially thick and it was still taking longer to seal an artery. The patient lost over 1 liter of blood and was taken back to surgery. The surgeon could see a small arterial bleed along the diaphragm that appeared to have been previously sealed that was open and bleeding. The patient was not on any medications. The device was connected to a generator with software version 5.0 at the time of the event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively, the procedure was hiatal hernia and after 24 hours the patient had bleeding observed directly from the device seal and only this one re-opened. The surgeon stated the seals seemed to take longer than usual to get the end tone. There was no regrasp alarm. The surgeon received a ¿seal is complete¿ audible tone. He didn't feel the tissue was especially thick and it was still taking longer to seal an artery. The patient lost over 1 liter of blood and was taken back to surgery. The patient had blood transfusion necessary. The surgeon could see a small arterial bleed along the diaphragm that appeared to have been previously sealed that was open and bleeding. The patient was not on any medications. The device was connected to a generator with software version 5.0 at the time of the event. The patient was not on chemotherapy.